Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Far field r-wave oversensing and automatic mode switch episodes were noted on the implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2019. There were no patient consequences.